Event description:
Procedure type: urological/gynecological. According to the rptr: the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's implant log, the procedure included anterior and posterior repair, tvt, cystoscopy, and eua.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00102 (avaulta posterior system), 9617613-2011-00061 (pelvilace). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system".

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced pain, injury, problems with urination, including incontinence, had cramps in her stomach and trouble with bowel movements, constipation, cystocele, dyspareunia, rectocele, urinary incontinence, urinary retention, uterine prolapse, and vaginal vault prolapse and has undergone corrective surgery.